Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package, it was found that the ureteral stent was broken and the wire was not removed. Replaced with a new stent.

Event description:
It was reported that upon opening the package, it was found that the ureteral stent was broken and the wire was not removed. Replaced with a new stent.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 ureteral stent with pusher. Verified material number 787426 and batch number nghx3319. Visual inspection noted the pig tail was broken off. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.